Event description:
Bd alaris pump infusion set (ref (B)(4)) lot#: 23019108. Tubing came apart when placed in alaris pump. Tubing separated where it connects to the safety clamp. Tubing broke before infusion started. Patient was receiving saline.